Event description:
It was reported that the implantable pulse generator (ipg) was taking longer to charge and required frequent charging. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.